Event description:
Pt is a (B)(6) male with esrd on chronic hemodialysis. On (B)(6) 2010, he had a hemostream chronic dialysis catheter inserted in interventional radiology. This catheter was removed on (B)(6) 2010, due to positive blood cultures. When the catheter was removed the radiologist noted that the cuff was not on the catheter. The radiologist was able to retrieve the cuff from the track. This is the second incident of the cuff on the dialysis catheter coming off the catheter and remaining in the pt when the catheter was removed on this pt.